Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil is fractured near terminal pin end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The lead exhibited helix extension issues noted during an implant. The lead was returned for analysis and it was found that the cathode coil is fractured near terminal pin end. No adverse patient effects were reported.